Event description:
One pt with discrepant free t4 results. Initial result gave 23.5 pmol/l. Sample repeated twice giving 25 pmol/l with a new free t4 reagent lot number and 16.2 pmol/l by another analyzer. No info was provided to determine if pt was adversely affected. If add'l info is received, appropriate notification will be provided.